Event description:
The pt was implanted with hernia mesh t-sling. Later, the pt experienced mesh exposure noted at the urethra extending into the pt's left side and vaginal bleeding. Under general anesthesia, an excision of the vaginal mesh, exact amount excised not noted, was performed.